Manufacturer narrative:
Patient ID: (B)(4). This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date in (B)(6) 2017. Unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient underwent two revision procedures. The original trochanteric fixation nail advanced (tfna) implant procedure was completed in (B)(6) 2017. In (B)(6) 2018 a revision procedure was performed because the tfna blade as it was too long and the distal locking screw broke. The blade was exchanged but the screw was left in the patient. Reportedly near the end of (B)(6) 2018, the tfna nail broke. The devices were removed, and a hip prosthesis was implanted on (B)(6) 2018. Concomitant device reported: tfna nail (part 04.037.145s, lot h483880, quantity 1). This report captured the (B)(6) 2018 revision procedure for the blade being too long and the distal locking screw being broken. The (B)(6) 2018 revision procedure for the broken nail is captured under related complaint (B)(4). This report is for an unknown tfna helical blade. This is report 2 of 2 for (B)(4).